Event description:
The customer was hospitalized for high bgs. The customer informed that they did not change their infusion set when bgs were high. Troubleshooting was performed. The programming and histories on the pump were accurate. In addition, a fixed prime test was completed and the insulin exited. Instructed the customer to call back to perform the high-pressure test when the clamp arrives. Explained to the customer the two high bg rule.